Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned for analysis. All four tines were intact. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2023-18581. It was reported during in clinic follow up the atrial lead exhibited loss of capture and failure to sense. Loss of capture and sensing variation was seen on the ventricular lead. Dislodgement of both leads was confirmed via imaging. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.